Event description:
Analysis of the returned pump found that the downstream occlusion (dso) seal was damaged. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer reported issue. The customer later stated that the motor needed maintenance, and analysis found the motor has more than 12 million revolutions. The motor and dso seal were replaced.